Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer received information alleging an active exhalation valve failure. There was no harm or injury reported. The device was not in patient use. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an active exhalation valve failure. There was no harm or injury reported. The device was not in patient use. The ventilator was evaluated by third party service center and the customer's complaint was not confirmed. The evaluation as mentioned in the service manual passed. The evaluation of the batteries and valves are in good condition. Cabinet and other parts are in good condition.